Manufacturer narrative:
The lot number could not be specified by the initial reporter. The device was returned in a pouch with a possible lot number: w3633628, manufacture date 10/07/2015, expiration date 10/07/2018. W3626917, manufacture date 09/21/2015, expiration date 09/21/2018. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. A close visual inspection showed the clip jaws had proper coined edges. The clip opened and closed outside of the endoscope smoothly. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Once in the endoscope, the clip opened but was sluggish and required a slight movement of the deployment catheter back and forth in the scope before opening. The clip closed and successfully deployed on simulated tissue with an expected amount of force at the user handle. Once deployed the interior of the clip housing and hook of the drive wire were examined under magnification and no defects were observed that may have contributed to the observation by the user. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The potential device history records for the lot number information provided with the returned device were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Instruction for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the two potential device history records confirmed that both lots met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. They extended the device out of end of the endoscope. They closed the clip on the mucosa but the clip would not release from the catheter or detach. They were not able to open the clip so they tore it off [of the mucosa]. This did not cause any harm or damage to the patient's body. The procedure was successfully completed with a new clip.